Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Roi-a: anchor plate didn't deploy. As reported , a cotter pin came apart and fell into the wound. It was retrieved and taken out of patient. The threaded rod striped out of the implant so it could not be controlled. The shaft of the inserter broke off the wing guide so everytime the surgeon hit it with a mallet it bent over the guide making it impossible to deploy the blade after many attempts, the doctor decided it was best to remove the blade and cage an together. They burred portions of the anterior face of the implant per the surgical technique and removed the cage. The threaded rod was not coming out of the implant holder so the tech assembled the radd delivery system to implant the new cage and blades. Following the surgical technique the new cage and blades were implanted all together the case was delayed around 40-45 min. The patient was not harmed in any way during this procedure. Additional information was requested. Investigation ongoing.